Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech. Called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. I having issue with 8100 units are failing pressure test while running pm test on units he has a total of five units the pressure test is read at a 6 which is low ask tech, to double check his setup he did he is use new sets on the test, before call he replace both sensors on one unit and replace logic board also still didn't resolve the issue explain he will need to send units in for service repair at this point. Also gave level one quote for repair services also confirm level two quote to tech. Also tech thank me for my assist.